Event description:
It has been reported that fluro and cine were possible. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that fluro and cine was not happening. A review of system logfile showed the malfunctioning of frontal ip-pc. As a part of troubleshooting process, fse checked the system and confirmed the reported issue. To resolve the issue fse replaced ippc and recreated the image. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.